Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient was having syncopal episodes. Upon recent interrogation in (B)(6) 2024, oversensing was noted on this ventricular lead. Patient is not ppm dependent. Reportedly, noise episodes were seen in 2018 with no consequences for the patient. Lead remains implanted.